Event description:
The customer alleged fluid was in the scope after a wash cycle. The customer stated there are no issues with unit. Olympus scopes were processed. The customer stated the issue occurred intermittently. An asp field service engineer (fse) assessed the unit on site. Subsequently, the customer stated after the wash cycle completed, water dripped from the scope before it was hung to dry. The customer stated it was only water (clear, colorless); there was no evidence of staining or residue on the scope or on surfaces.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The fse reported: the air compressor was delivering 16 psi at the channel valves. The fse increased the air pressure to 20 psi. The fse then performed an empty test cycle. The system conformed to the MFR's specs.

Event description:
It was reported that the patient expired on (B)(6) 2010. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
A review of the complaint information revealed that the residual fluid was water as confirmed by the customer. This is not a reportable event. Medwatch 208475-2010-00001 was submitted in error.